Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Patient called regarding how to turn therapy off, but stated that a week ago, they were at the gym doing a 100lbs leg press and felt vibration that "took over my body". They stated they twisted to get out of the way and then used other pieces of equipment, but stated this is the second time they have had a "bad experience" and they are not happy with it. Agent reviewed how to confirm therapy is off and advised that the patient follow up with their physician. Agent reviewed charging and connecting. Additional information was received from the patient. Patient stated they are having problems with the devices. Patient stated the stimulation is supposed to help the sciatic. Patient stated for two and half months they are not getting any help from the device and they don't know if the device is working. Patient stated she wants to know about the programming and how to fix it. Patient stated the device is new and she needs help. Patient stated she wanted to turn off the implant when they go to the gym because they had a vibration when doing leg / bench press. Patient stated her pain is not been addressed. Agent assisted patient with using the recharger to connect to the ins, ins show red and recharging at good connection, recharger 100% and handset 98% charged. Agent reviewed when the ins is red there is no therapy. Agent observed some confusion with patient using the devices. Agent reopened the case and sent email to local reps. Additional information was received from the patient. It was reported that the patient turns stimulation off when at gym now directed by another rep. Additional information was received from the patient. It was reported that the patient reiterated that they were under they 100 lbs leg press and it was strong, their legs lost strength. They noted they have yet to experience relief. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient (pt) who reported that the communicator stopped working. They reported they had two problems. First the setting was such that they thought they were going to faint. They reported the vibration was also so strong that their muscles wouldn't work and they fell causing them to hurt their back. They reported they had someone turn off the device. They reported the communicator does not work and they have to get another one.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.